Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of hospitalization for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was over 600mg/dl. The customer states that the significant even that lead to hospitalization was the lack of supplies. The customer states they were off the insulin pump for two days. The customer was advised to call if emergency supplies are needed. Nothing is being replaced or returned at this time.